Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, four electronic photos were provided for review. The investigation is confirmed for the reported catheter fracture and material separation issues as a complete circumferential break was noted on the catheter just proximal to the tissue cuff. However, the investigation is inconclusive for the reported difficult to remove issue as the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months post catheter placement procedure, the catheter was allegedly fractured and separated. It was further reported that it was difficult to remove the cuff. Reportedly catheter was removed using additional intervention by cut down method. Patient current status was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a catheter placement procedure, the catheter was allegedly detached. It was further reported that it was difficult to remove the cuff. Reportedly catheter was removed using additional intervention by cutdown method. Patient current status was unknown.